Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): it was noticed that there is no drug flow.